Event description:
It was reported that during transport in an ambulance, the ventilator had stopped ventilating with an audible alarm while connected to the patient. The paramedics had to manually ventilate the patient, transport the patient home, and place the patient on the backup ventilator. No patient harm reported.